Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal pancreatectomy, on the second firing, they connected the reload onto the handle and the surgeon closed the jaws and clamped the parenchyma of the pancreas. The green button was pushed and squeezed the handle but the stapler would not fire. A new device was used to resolve the issue and complete the case. There was no patient injury.